Manufacturer narrative:
Review of DHR did not find any attributable deficiencies that would lead to this issue. Review of equipment maintenance records did not identify any activities that would contribute to this issue. Review of the batch record shows that production was performed as specified and all in-process quality checks met established specifications, including attribute checks. Review of lot history show no non-conformance events issued for this lot. Root cause for this issue cannot be established at this time. First complaint of this lot and review of DHR in-process quality checks indicate that this is a low occurrence with this lot. Any future complaints will continue to be monitored for this lot and assessed.

Event description:
Material no.: 371163, batch no.: 1063306. It was reported that bd e-z scrub 116 contained metal shard which cut staff member. Per customer response: what is the material and lot number? Lot: 1063306, reference (B)(4), expir. Date: 12/22, ndc (B)(4). Was there any medical treatment required for the cut? No, just first aid. Is the device available for investigation? No. We x-rayed it before disposal and there were no additional foreign bodies in the sponges. The shard was disposed of after removal from employee¿s hand. Per complaint details received: bd e-z scrubb 116 contained metal shard which cut staff member.

Manufacturer narrative:
(B)(4). Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no.: 371163, batch no.: 1063306. It was reported that bd e-z scrub 116 contained metal shard which cut staff member.